Event description:
Philips received a report that, during an emergency stemi procedure, x-ray was not available, and that the system displayed a table movement error message. Consequently, the patient was transferred to another room to complete the procedure. The patient has since been discharged from the hospital. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information received, the x-ray system was not available after arterial access was obtained. However, the customer confirmed that no patient harm or injury occurred. An onsite investigation conducted by a philips field service engineer (fse) confirmed that the system was functioning as intended, with no malfunction identified. Analysis of the system log files revealed no trace or event indicating a system malfunction. Consequently, the system was returned to the customer for continued clinical use. At the time this complaint was received, philips did not have sufficient information to exclude a potential system malfunction that could have caused serious injury. Therefore, the complaint was initially reported. Following a thorough investigation, philips confirmed that the system was operating as intended and that no patient harm occurred. As such, this complaint has been re-evaluated as not reportable. The coding has been updated to reflect investigation findings.